Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error e106. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit (another term for the charged coupled device) is broken; stripes in image; no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit is broken and therefore stripes in image occur and no image is displayed. The most probable cause of the complaint is cause not established. (The r-unit is broken) the most probable cause of the complaint is no problem detected. (Error e106) the most probable cause of the complaint is cause linked to device but unable to trace more specifically. (Stripes in image; no image) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.